Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is unable to feel the stimulation. Diagnostic testing revealed no anomalies. X-rays were taken but results are unk. Pt will see the physician as the next course of action.